Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. During procedure, an incorrect contact force value was being displayed, zeroing was conducted but the issue remained. The issue was resolved by exchanging the catheter and afterwards, patient¿s blood pressure dropped. The physician confirmed pericardial effusion by an intracardiac echocardiography. A pericardiocentesis was performed with no success; therefore, an open heart surgery was conducted to stop bleeding. This event occurred during ablation phase. The procedure was completed and the patient did required hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is unknown. The physician sated that even narcotic dose was increased; anesthetic control was not successful that the patient's body motion was heavy during the procedure. Settings during the event are unknown.

Manufacturer narrative:
A) the product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B) as the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant bwi products: product: carto® 3 system, us catalog # fg540000j, serial # (B)(4). (B)(4).

Manufacturer narrative:
On initial medwatch # 9673241-2014-00481 submitted on november 11, 2014, only the quantity of one product and one lot # was reported while in fact, two products were involved. Per event description: "it was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. During procedure, an incorrect contact force value was being displayed, zeroing was conducted but the issue remained. The issue was resolved by exchanging the catheter and afterwards, patient¿s blood pressure dropped. The physician confirmed pericardial effusion by an intracardiac echocardiography..." The first product used with lot # 17000931m, while second product used with lot # 17000967m. Both products will not be returned since the customer disposed of them. Manufacturer's reference # (B)(4).